Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile analysis noticed 1 separation on the catheter shaft 1 at 64cm from the strain relief. There is no evidence that the complaint device failed to meet applicable product specifications before distribution. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the shaft broke. The target lesion was located in a coronary artery. The physician was working through the right femoral artery, a guide catheter was placed, and while a fetch&#60576;thrombectomy catheter was being advancing it into the guide catheter, the physician felt something was not right. Fluoroscopy was performed over the catheter and noticed that it was broken approximately 20 inches from the distal tip. The device was completely removed from the patients body. The procedure was completed with another fetch2 catheter. No complications were reported and the patient is fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft broke. The target lesion was located in a coronary artery. The physician was working through the right femoral artery, a guide catheter was placed, and while a fetch&#60576;2 thrombectomy catheter was being advancing it into the guide catheter, the physician felt something was not right. Fluoroscopy was performed over the catheter and noticed that it was broken approximately 20 inches from the distal tip. The device was completely removed from the patients body. The procedure was completed with another fetch2 catheter. No complications were reported and the patient is fine post procedure.